Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's mother reported on behalf of her child who received a reading of 125 mg/dl on the sensor scan. Caller further reported that the customer was "going into diabetic ketoacidosis (dka)" and subsequently lost consciousness. Customer was seen at the hospital where a laboratory reading of 1200 mg/dl was obtained and diagnosed with dka. Customer was treated with insulin injections and insulin via IV. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's mother reported on behalf of her child who received a reading of 125 mg/dl on the sensor scan. Caller further reported that the customer was "going into diabetic ketoacidosis (dka)" and subsequently lost consciousness. Customer was seen at the hospital where a laboratory reading of 1200 mg/dl was obtained and diagnosed with dka. Customer was treated with insulin injection and insulin via IV. There was no report of death or permanent impairment associated with this event.